Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer's blood glucose was unknown. The customer did not recall any significant events leading to the alarm. Troubleshooting for the motor error was performed, and the customer was unable to complete the rewind process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.